Manufacturer narrative:
The device was subsequently explanted and returned for analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A longevity calculation confirmed the device's battery depleted normally and the reason for the short time to elective replacement time (ert) was a result of high energy pacing parameters as noted in the clinical observations. Analysis concluded this device meets specification for normal battery depletion.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol) after approximately 2.5 years implanted. It was reported that both the atrial and ventricular outputs were left at 5 v at .5 ms. Technical services discussed estimated longevity with those outputs and recommended replacing the device and returning it for analysis. No adverse patient effects were reported.